Manufacturer narrative:
The manufacturer did not receive devices or other source documents for review. Where lot numbers were received for the device, the device history record were reviewed and found to be conforming. A cause for this specific event cannot be ascertained from the information provided. As soon as supplemental information becomes available an updated report will be submitted. Zimmer¿s reference number of this file is (B)(4). The actual device is not marketed in USA, but devices with similar characteristics (i.e adapter extractor) are marketed in USA, and therefore this report was filed.

Event description:
It was reported that in a surgery on (B)(6) 2017, during preparation of the medullary cavity with a revitan rasp adapter with length markings, the locking button popped out during hammering. The surgery was successfully completed with another device.

Manufacturer narrative:
The device manufacturing quality records indicate that the released components met all requirements to perform as intended. No trend identified. (For a previous, similar incident (case (B)(4)) a trend has been identified for the event "locking button breakage" of the revitan rasp adaptor ref: (B)(4). An issue investigation has been performed and the most probable root cause has been identified. Event description (event details, per) event summary: a revitan rasp adapter with length mark (ref: (B)(4) lot: 16.244393) has been received. It has been reported that during preparation of the medullary cavity with the rasp handle, the locking button popped out during hammering. A safe locking of the rasp in the handle was not possible any longer. All particles could be secured . Surgery was delayed for 5 minutes. Surgery was completed with another device. Review of received data: no medical data such as surgical notes or any other case-relevant documents received. Devices analysis visual examination: the fixing slide is loose as the locking button, the locking pin and the spring, which all lock the slide, got detached. The fixing slide, the locking button and the locking pin have been returned. The spring is missing. The press fit/ weld connection between the locking button and the locking pin is broken. As a result the spring jumped out and the slide became loose. Further beside normal signs of usage (e.g. Dents on the strike plate) no significant imperfections/ deteriorations can be detected. No measurements can be conducted as the device is damaged. No functional tests can be conducted as the part is damaged. A mechanical damage test was conducted at zimmer biomet as part of the issue investigation. The purpose of the test was to reproduce the issue and the damage that was reported during the received complaints. The damage of the button was not reproducible by using the instrument as intended. The only possible way of breaking the button was by hitting directly the side of the button during impacting the rasp instead of hitting the top of the instrument. From this analysis, the most probable root cause for the issue is the misuse of the instrument at the clinic(s). Conclusion summary: based on the returned product and the given information the complaint could be confirmed. An excessive force applied during surgery might have caused the reported loosening of the locking mechanism. Further the dents detected on the locking button indicate it has been treated by an impact force. This button should only be pushed manually and is not designed to handle impact forces. As the mechanical damage test concluded that the failure mode appears when simulating the misuse of the device by hitting directly the locking button with a hammer, the most probable root cause of the issue is caused by the misuse of the device. The need for corrective measures is not indicated and zimmer (B)(4) considers this case as closed. (B)(4).